Manufacturer narrative:
It is corrected from "other serious" to "required intervention to prevent permanent impairment / damage" (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found the lens missing a piece of its haptic. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -15.0/2/110 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vault and elevated iop was noticed.

Manufacturer narrative:
Date of event: (B)(6) 2017. The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2 implantable collamer lens, of -15.0/2/110 sphere/ cylinder/ axis in the patient's right eye (od), on (B)(6) 2017. The lens was exchanged on (B)(6) 2018, due to excessive vault and elevated iop. The problem was resolved and the surgeon stated that the "vault was normal". (B)(4)